Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
Covidien reference number: (B)(4).